Event description:
International affiliate reports the scrub nurse notified product specialist of missing screws in rongeurs which were put aside. The missing screws were noticed before use during this case and thus not used at all. Affiliate reports that with complete certainty the screws were not in or near the patient. However, it is not known when or where the screws separated from the instruments. There is the possibility that the screws may have separated from the rongeurs during a previous case. See mfg medwatch report no. 1526439-2013-21093 for the pipeline pituitary rongeur that was reported on this complaint.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the straight lg bite rongeur (product code: 274286000, lot no: 0208k) did not note any screws missing from the device however upon a functional trial of the instrument it was noted that clevis joint pin was sheared off. A review of the device history record (DHR) for the above product code and lot identified that lot qty of 5 was released to stock on 2/25/08 with no discrepancies a review of the complaint trend analysis found no other complaint for issues of this nature, 12 months to date. The root cause of the reported event is unknown. It was noted that the instrument was released to stock approximately 5 years ago. In the absence of an identified manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.